Event description:
A 50-yr-old female underwent ptca of lad emergently. During ptca the guide wire broke in 2 places. The wires were removed and another coronary wire was inserted. After numerous inflations with angioplasty balloon, the pt required insertion of coronary stent for threatened acute closure.